Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62-year-old male patient developed signs of persistent shock following cp removal. To preserve organ function, circulatory support with a 5.5 device was initiated. After four additional days of support, the patient was successfully weaned from the pump.during device support, the patient exhibited signs of infection without an identifiable source. Blood cultures were obtained, and empiric antibiotic therapy was initiated. Episodes of hypovolemia and anemia occurred during support and were managed with volume resuscitation and packed red blood cell transfusion.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of asae cannot be determined since insufficient clinical details were provided. The cause of device in wrong position cannot be determined since insufficient clinical details were provided.